Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the insulin pump had been sitting on the counter while she was in the shower but had not been exposed to a strong magnetic field or MRI. The blood glucose reading was 205 mg/dl.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside the insulin pump was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.